Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the surgical scope had a communication error. The issue was found during set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3, h4, h6. Correction added to field: d9. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: black image when angulated in the up direction. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A definitive root cause could not be established for the black image when angulated in the up direction. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received by the customer.